Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. Patient was reprogramed on the date of this report and the issue was resolved. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting good coverage of the painful area of their right thigh in post op and after returning home from implant surgery. The patient reported that they awoke the next day and then had uncomfortable stimulation on the right side of their belly in addition to the painful area of the right thigh. There were no known factors that could have led to issue. The rep said the issue was not resolved at the time of the report and they would attempt reprogramming at the next follow up appointment.

Manufacturer narrative:
Based on additional review of the file, the correct aware date should be (B)(6) 2018 and not (B)(6) 2018 as previously reported. If information is provided in the future, a supplemental report will be issued.